Manufacturer narrative:
(B) (4)

Event description:
It was reported that during an anterior resection procedure, the device was fired onto the tissue. On removal, it appeared that there were no staples. No staples were seen on the tissue, or on the device. As a result, the patient had to have a permanent colostomy.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the device arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were noted to have a proper b-formation. The cartridge lock out was tested and found fully functional. It should be noted that each cartridge is 100% inspected through an automated vision system to verify all staples are present prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.